Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9042817.

Event description:
It was reported that the device could not deliver the desired strength. Upon further investigation the system diagnostics recorded high impedances on the lead and that the lead had migrated, which was confirmed via x-ray. As a result, the patient is experiencing ineffective stimulation. Investigation was unable to determine which of the leads attributed to the event. Additional information was received stating the patient was experiencing shocking at the ipg site. Surgical intervention took place where the ipg and lead were expiated and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.